Event description:
It was reported that the pump was removed due to infection. The patient was hospitalized as an inpatient (timeframe not reported). A new pump was implanted on (B)(6) 2013. Drug delivered via the device was baclofen. Additional information: the last refill had occurred at implant of the pump and the infection onset was (B)(6) 2013. The infection symptoms were redness, swelling, pain, and ¿localized heat at the pocket site.¿ a culture was taken from the pump pocket which yielded (B)(6). The patient was given IV antibiotics and the infection remained ongoing as of the time of this report. It was noted that the patient was at a low risk for infection but had gone swimming within the first week after implant.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8637-20, serial #(B)(4), implanted: (B)(6) 2013, product type pump. (B)(4).